Event description:
Implant was explanted due to inadequate osteointegration. Drainage was initially reported and the pt was placed on an antibiotic. A nodule was present and granulation tissue removed. The dr. Reported that the pt wore a temporary flipper and is a smoker, both of which may have been contributing dactors. This is the same pt reported in MFR #20290121996-00032.